Event description:
It was reported that during a routine device interrogation, it was found that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005, indicating an open circuit condition was detected during shock delivery. The patient had received anti-tachycardia pacing (atp) and shocks for a ventricular tachycardia (vt) arrhythmia, and during the final shock delivery, the device recorded a code 1005. There had been no out of range shock impedance measurements up to that point; however, it was later reported that the shock impedance measurements were greater than 125 ohms. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This device has been returned for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device interrogation, it was found that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005, indicating an open circuit condition was detected during shock delivery. The patient had received anti-tachycardia pacing (atp) and shocks for a ventricular tachycardia (vt) arrhythmia, and during the final shock delivery, the device recorded a code 1005. There had been no out of range shock impedance measurements up to that point; however, it was later reported that the shock impedance measurements were greater than 125 ohms. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.